Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl. The customer stated that the infusion set cannula was bent. The customer declined troubleshooting for blood glucose. The customer was advised if the set is inserted in areas where scarred or hardened tissue or stretch marks are present it may result in bent cannulas. The insulin pump will not be returned for analysis.